Event description:
Information received by medtronic indicated that the customer reported loss of communication between insulin pump and transmitter. Customer also received lost sensor signal alarm. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue using the insulin pump. The insulin pump was returned for analysis.

Manufacturer narrative:
(B)(4). The pump passed the displacement test and self-test. Successfully downloaded history files and traces using thump. Pump error 53 alarm was noted during testing (file# 701, line# 1431). Monitored with the unit communicating properly with sensor tester and the sensor transmitter. No change sensor messages noted during testing. Tested with a test p-cap and the test p-cap locked in place properly. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the pcba 1, pcba 2, harness vibrator assembly, battery tube, force sensor, and motor. The following were noted during visual inspection: scratched case, cracked case (battery tube), pillowing keypad overlay. Customer alleged loss of connection with transmitter and sensor was not confirmed. Pump error 53 confirmed, but couldn't confirm hardware or software error due to cpm module. The insulin pump involved in this event is the ngp 780g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states. Select patient information cannot be provided due to regional privacy regulations. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.